Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced instances of elevated and low blood glucose (bg) levels. Elevated bg level reported as "high"; although specific values not provided, low bg level reported was 44 mg/dl. Cause was not known. Customer addressed bgs level by administrating correction bolus via pump or consuming carbohydrates as needed. Recommendation was made to consult with a healthcare provider regarding diabetes management.